Event description:
It was reported that customer received a defective catheter kit. The iodine swabs leaked inside package; and customer questioned whether they could get it replaced. Per customer follow up on 15nov2024, date of incident was 29oct2024, the package was not open upon arrival. They could see the liquid leaked out of its original package.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), female cath kit with gloves and swabs. Visual inspection of the two-photo sample noted that iodine swabs was leaking inside of the package. This does not meet specification per inspection procedure which states "leaks are not allowed". No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "instructions for use: 1. Open package and remove plastic wallet. 2. Open plastic wallet and don gloves. 3. Pull catheter out of tube to desired length. Lay tube in sterile field. 4. Open lubricant and lubricate catheter. 5. Open swab packet. Cleanse vaginal area. 6. Proceed with catheterization. 7. Pull catheter out of top; tighten cover and depress blue spout. 8. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important: 1. Use plastic wallet as sterile field. 2. Pull catheter out of centrifuge tube to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly. Sterilized by ethylene oxide. Single use. Do not resterilize. Do not use if package is damaged. Not made with natural rubber latex. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician." Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received a defective catheter kit. The iodine swabs leaked inside package; and customer questioned whether they could get it replaced. Per customer follow up on (B)(6) 2024, date of incident was on (B)(6) 2024, the package was not open upon arrival. They could see the liquid leaked out of its original package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.